Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. If the device is returned then this evaluation will be re-visited. A review of the device history for the complained canister showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported events has been reviewed, revealing further instances. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. Information in d1, d4 & e1 updated.

Event description:
It was reported that during treatment the renasys console kept ringing. The console and canister were replaced but gave the full canister alarm after 32 minutes. No back-up was available since the customer was going to receive a new batch of canisters in another week. No patient injury or harm reported.